Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor did not pair with the ilet pump after the user paired the sensor to the dexcom app, resulting in a pairing failed alert on the pump; the issue was consistent with intermittent communication failure involving the antenna/electrical and magnetic communication components, and troubleshooting was provided. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the pump consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.